Event description:
Customer reported that their current pump was slow and lagging, particularly when changing the insulin cartridge. They also mentioned that the pump failed to load the insulin cartridge properly, as it often indicated insufficient insulin despite the cartridge being full. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up at this time, and no additional corrective actions were taken.